Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found no issue with the console and cart latching and unlatching. The iabp switches from hybrid to rescue without problems, the battery charges properly. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an in-service performed by a getinge clinical specialist on a cardiosave intra-aortic balloon pump (iabp) that the console was unable to reseat into the cart during the battery demonstration. There was no patient involvement and no adverse event was reported.